Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported the surgeon was unable to rotate the wrist correctly and completely. Next one opened, worked fine. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.